Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error of the pressure sensor on the main circuit board was detected, and led other than the power supply was turned off while the alarm sounded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: full establishment name: local independent administrative agency shimonoseki municipal hospital (documented here in it¿s entirety due to character limitations in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit sounded an alarm and front panel went off. The issue occurred during a non-specified therapeutic procedure. The issue was resolved by turning the power on and off and the procedure was completed using the same set of equipment. There were no reports of patient harm.